Manufacturer narrative:
Lead was capped, not explanted. Dates were intentionally left blank; information is unknown. The device was in use for treatment, actively implanted for approximately 14 years, 8 months prior to being abandoned and capped. As the lead was capped, it was not returned for analysis. As a result, the allegations against this lead cannot be confirmed and a root cause of the failure could not be determined. Qa is unable to review the device history records for this lead model as it is beyond oscor's record retention period, however, inspection procedures require oscor products to pass all in-process and qa final inspection before shipping to the customer. Per permanent pacing lead final inspection for this device indicates that the lead is checked 100 percent for electrical function. Final qa inspection of permanent pacing leads includes an insertion/withdrawal force test on is-1 connector on the first and last serial number of the work order and 100 percent inspection regarding: length measurement of the lead, distal spacing measurement, pull test on the connector, electrical dc resistance is checked ring to ring, pin to tip and pin to ring (on pr leads, use helix to connector pin as contact), measurement of "d" dimension on is-1 connector and tubing inspection is done. Following a general inspection is done of the following: verify proper application of adhesive, check outer hull to inner hull laser weld for proper placement, coil is checked for kinks, the connector sleeve and orings are examined for nicks, cuts, excessive flash or excessive adhesive residues on its surface, electrodes are examined for residue and scratches, rotational pin to pin hull laser weld is checked for proper weld, and helix is checked by extension and retraction. The instructions for use (IFU) pr flexion informs the user of these possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. In addition, the IFU provides the user product awareness: the pacing leads are implanted in the extremely hostile environment of the human body. Because the leads are very small in diameter and must be very flexible, it inevitably reduces their potential performance and longevity. Leads may fail to function for a variety of causes, including medical complications, body rejection phenomenon, fibrotic tissue problem, or a failure of lead by damage, fracture, or by breach of their insulation. The IFU precautions the user: perform procedure under fluoroscopic guidance. Based on the investigation, a CAPA is not required. This lead is no longer manufactured by oscor. Oscor will continue to monitor this event type. The event will be re-evaluated if additional information becomes available.

Event description:
The customer reported, this lead was capped on (B)(6) 2016. Technical services received a call, discussed that they turned off atrial det enhancements. Sounds like the old right atrial (ra) lead had an insulation breach, but it was replaced in 2016 - wondering if they inadvertently left the detection enhancements for ra off. It was reported therapy was appropriate.